Manufacturer narrative:
No timeouts or drive stalls were observed. No damages or deficiencies were observed. The pod was reset and reran without incident. The device successfully adapted insulin delivery rates in response to simulated high and low blood glucose values. Inspection of the patient history buffer showed that the pod returned invalid egvs (estimated glucose values) of 5 and 6, indicating that the sensor was out of calibration and counts aberration, respectively. The exact cause of the reported communication error between the pod and cgm (continuous glucose monitor) could not be conclusively determined.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone17.3 cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported that his son's blood glucose level spiked to 500 mg/dl while using the pod worn on the abdomen for 4 to 24 hours. The issue was reportedly linked to a dexcom app update that caused incorrect glucose readings and connection problems. The patient was taken to the emergency room, where it was discovered that the pod's cannula was bent. Treatment involved administering fluids and 'flushing the patient out'. Dexcom has been notified of the event.